Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the usb cable was bent and no longer charged the pump. Subsequently, the battery fully depleted and the pump shut off due to insufficient power. The customer's blood glucose (bg) level was elevated to over 600 (mg/dl) with moderate to high ketones. A manual injection was delivered by the contact as the contact reported the customer was not making much sense. Reportedly, the pump was able to be charged with a different usb cable.